Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while visiting the site for other service, fse was informed that while being used on a patient, the cardiosave intra-aortic balloon pump (iabp) unit again displayed the message "unit may require maintenance". Unit was swapped out and no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11 corrected fields: d4 (version or model #). A getinge filed service engineer (fse) evaluated the unit and found unit not showing an atmospheric pressure to use as a baseline and the unit not accepting the vacuum and pressure calibrations. The fse spoke with tech support and fellow technicians again, and it was suggested to replace the regulators for the pressure and vacuum. The fse replaced the vacuum and pressure regulators along with the pressure transducer (0682-00-0091-01). The regulators did not make a difference. The original vacuum and pressure regulator were reinstalled. Once the transducer was replaced, the fse was able to get an atmospheric pressure. Calibrated the atmospheric pressure and then was able to calibrate the vacuum and pressure set points, after testing the unit. It was found that the newly installed drive manifold (0104-00-0031) was not passing the leak tests. The fse replaced the drive manifold assy and it passed the leak tests but the patient module did not pass the membrane leak test. Safety disk (0202-00-0140) was replaced and once replaced the fse completed testing the unit and found no further issues with it. Ran unit at 130 bpm for 90 minutes and did not see any issues. The unit was approved for clinical use and returned to the department. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat installed part numbers 0104-00-0031 drive manifold assy. Serial number (B)(6) asco and (B)(6) pressure transducer 30 psia serial number (B)(6)_meas and part number 0104-00-0140 safety disk serial number (B)(6) into the cardiosave test fixture serial number (B)(6), and tested the parts to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat performed the 30 psi calibration. The 30 psi calibration performed to factory specifications. The passing of the 30 psi transducer proved that the transducer was not the cause of the failure. The fat then performed the all manifold test. The drive manifold failed the vacuum leak differential test with the result of 104mmhg factory specification is +-25mmhg. The drive manifold also failed the pressure leak differential test with the result of -83mmhg. The factory specification is +-55mmhg. Part number 0104-00-0140 safety disk serial number (B)(6) failed the membrane differential pressure test with a result of 8mmhg. The factory specification is +-6mmhg. In summary the drive manifold failed testing, along with the safety disk failing testing. The 30 psi transducer passed testing. Although the fat did not observe the error code unit may require maintenance error on the display, the fat verified failures of the drive manifold and the safety disk. Sending the drive manifold to the supplier per procedure number 0002-07-d008 rev. At. Retaining the 30 psi transducer in the fat per procedure number 0002-07-d008 rev.at. Retaining the safety disk in the fat per procedure number 0002-07-d008 rev.at. The most probable root cause for the reported is failure of pressure transducer due to component reliability.